Manufacturer narrative:
Second implanting physician: dr. (B)(6).

Event description:
It was reported that complete heart block occurred. The patient had right bundle branch block at baseline. Balloon aortic valvuloplasty (bav) was performed with a 18mm balloon. A 25mm lotus edge valve was selected and advanced to treat the native aortic valve. After the first deployment and full recapture of the 25mm lotus edge valve, the patient developed complete heart block(chb). The lotus edge valve was implanted at a depth of 4mm. A pacemaker was implanted. The patient outcome was successful.